Manufacturer narrative:
Estimated date of implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal with a guidewire and local anesthesia, as per IFU, to treat bi lateral segments of the great saphenous vein(gsv). 40cm was treated on each leg and all 5cc of the adhesive was used. 12 days after the procedure, redness along the treated vein was reported. The patient was given prophylactic ibuprofen followed by a medrol dose pack.